Event description:
Paramedics responded to a person in cardiac arrest. The device delivered three countershocks to the pt. According to the rptr, subsequent to the third shock, the device alarmed "connect electrodes" and would not transfer energy to the pt. A backup device was immediately called for and used. The pt was resuscitated and transported to the hosp.